Event description:
It was reported that the +26.0 diopter cc4204a collamer single piece lens was torn while training a new tech, however, the damaged was not observed until surgeon was advancing the lens towards the eye. The lens was removed and replaced with another same model/diopter lens without any injury to the patient. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
Results : visual inspection of the returned product showed the lens was received in two pieces and the optic was torn. There was dried surgical residue on the lens surface. (B)(4).